Manufacturer narrative:
Address: (B)(6). Device manufacturer address 1: 600 mts. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set appeared damaged. The nurse stated " the long primary tubing was broken at the lower y-site clave when removed from packaging." The event occurred during set up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye was performed to the sample which revealed the sample to be incomplete and missing the following components: y-site, two piece luer lock, and male luer filtered cap. A function pressure test was performed and no leak was noted. By the nature of the sample no additional testing could be performed. The reported condition was verified. The caused was determined to be an incorrect tubing placement as part of the coiling operation, leading the packaging machine to cut the section with the missing components during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.